Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a no delivery alarm during a tubing change. The customer's blood glucose was 523 mg/dl. Customer has not treated for their blood glucose. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did not alarm no delivery with a manual prime when a new reservoir was applied. The customer was advised changing the reservoir resolved the issue. Customer agreed to return the reservoir for analysis.